Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 due to inserting set manually and diabetic ketoacidosis with blood glucose of 700 mg/dl at the time of hospitalization. The customer experienced symptoms such as vomiting. Cause of hospitalization per health care professional was diabetic ketoacidosis. The customer outcome was released after a 24 hour observation. The customer treated by admitted to hospital. The customer was wearing the insulin pump at the time of admission. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.